Manufacturer narrative:
H6: investigation summary bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to clotting were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (clotting) because the defect was not evident in the testing of the complaint lot samples. All samples (retains and controls) demonstrated clinically acceptable performance for all visual observations evaluated. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is not confirmed with respect to clotting.. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® 9nc plus blood collection tube there was clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: "clotting of the sample occurred, which required re-sampling."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® 9nc plus blood collection tube there was clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: "clotting of the sample occurred, which required re-sampling."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® 9nc plus blood collection tube there was clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: "clotting of the sample occurred, which required re-sampling."